Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular lead exhibited under sensing and high threshold. Physician suspected lead insulation damage. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events of inadequate capture and under-sensing were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were found.